Event description:
It was reported that during use of the device high pressure was experienced and the tubing blew off line.

Manufacturer narrative:
Analysis: the device involved was returned and evaluated in the r&d department; when attached according to the instructions for use, it did not disconnect. The instructions for use state: "ensure all connections are secured with the band clamps." A written request of the reporter for the details of usage beyond that listed in the voluntary medwatch report did not result in the user providing that information. In the absence of this information, it's likely this disconnect occurred becuase the band clamps were not utilized.